Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the ua45 error was due to the driveshaft not being at "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to a defective clutch plate, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in 2014 and is eight years old, well past the expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a missing head restraint, likely attributed to user mishandling. Missing head restraints do not render the autopulse platform non-functional. The head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. The top cover needs to be replaced to address the observed physical damage. The archive data indicated ua 45 error message on the reported event date: thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on; thus, confirming the customer's reported complaint. The clutch plate was replaced, and the driveshaft was rotated to the home position using the administrative menu to address the sticky shaft and clear the ua45 error message. Upon further testing, unrelated to the reported complaint, zoll service personnel noticed loose set screws of the brake disc, likely attributed to the device's aging. The load cell characterization test indicated that load cell #1 was defective, likely attributed to a defective component or mishandling such as drop. The brake gap needs to be adjusted within the specification, and the defective load cell needs to be replaced to address the observed problems. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on. The user attempted to clear the error message by pulling up the lifeband, but the error message was not cleared. No patient involvement.

Manufacturer narrative:
After replacing the load cell, clutch plate, and adjusting the brake gap, polishing at zoll japan, unrelated to the reported complaint, the autopulse platform stopped compressions during the final run-in test and was shipped to zoll san jose for further investigation. During the functional testing and service evaluation at zoll san jose, unrelated to the reported complaint, the autopulse platform repeatedly stopped after performing a few compressions due to fault 26 (decompression target position not reached). Further review of the archive indicated fault 26 and fault 8 (motor controller fault detected), unrelated to the reported complaint. The probable root cause of fault 26 and fault 8 was the defective drivetrain motor, likely attributed to the aging of the device. The drivetrain motor was replaced to address the fault. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.